Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported problem deliver at a lower rate or volume than programmed which were reproduced and found that pressure plate travel were checked and the upper and lower finger travels was out of specification. The device was calibrated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump deliver at a lower rate or volume than programmed. There was no patient involvement. No additional information is available.